Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is not charging. They were unable to turn the ins on because they lost the programmer. No symptoms reported.